Manufacturer narrative:
(B)(4). During inspection, the device had failed the homechoice return instrument test/evaluation (rite) electoral test due to the earth leakage. The device had failed external/internal inspection due to fluid intrusion. During pneumatic system check and voltage verification, it was determined that the pump assembly did not activate. As a result, the root cause of the reported issue was determined to be a malfunctioning pump assembly due to fluid intrusion. The device was identified to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter product analysis laboratory (pal) determined that the hc machine had failed the returned instrument test/evaluation (rite) testing due to failing the earth leakage current performance specifications. Device failed during evaluation; therefore, no patient involved. Additional information is not available.